Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the battery was not working. No patient symptoms were reported. No further complications were reported/anticipated. Additional information was received from a consumer. It was reported that the battery was dead and it had never worked the way it should since implant. It was noted that reprogramming didn't work, the battery was dead, and the patient didn't feel stimulation. The battery was 3 years old and the patient knew it was dead as they were told it would only last 3 years. The patient wanted to get it removed but needed a new managing physician. No further complications were reported/anticipated.